Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported an adverse event was reported involving the patient not receiving an audible low glucose alert on her tandem insulin pump display device. On (B)(6) 2026, at approximately 11:30 pm, the reporter (the patient¿s daughter) stated that the patient did not hear a sound alert from her pump indicating a low cgm reading. The patient was using only the pump and was not using a mobile app. The patient experienced a hypoglycemic event and began feeling unwell, prompting her to call her daughter. The daughter advised the patient to perform a fingerstick bg test. While attempting to retrieve her glucometer, the patient fell and sustained significant injuries, resulting in a shattered shoulder and arm. The daughter contacted emergency medical services. Upon arrival, paramedics performed a fingerstick bg check, which showed 30 mg/dl. They removed the patient¿s pump and administered glucose (route not reported). The patient was transported to the hospital for further medical care. At the hospital, the patient underwent surgical repair of her shoulder and arm and subsequently required an extended period of rehabilitation. She was discharged from rehabilitation on (B)(6) 2026 and returned home. The event involved hospitalization for more than 24 hours. At the time of the report, the patient remained at home following completion of rehabilitation. No product or data was provided for investigation. The allegation and the probable cause cannot be determined.